Event description:
It was reported to boston scientific corporation that an encore inflation device was being prepared for use in a procedure on (B)(6) 2023. Upon opening the device package during preparation, a hair was noted inside the sterile package. There were no patient complications reported as a result of this event. Note: a photo of the device was provided by the customer. The photo shows the device outside of the patient and a hair was inside the sterile package.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a180104 captures the reportable event of foreign material present in the device.